Event description:
I always purchases this brand of tampon, never had a problem until now. For a week now I've been getting horrible headaches, fever, throwing up, low blood pressure and sleeping all day waking up just to go to work and come back to bed. I kept getting what I thought was anxiety attacks where I couldn't really breathe and felt like I was going to pass out. Now I'm thinking that it might have been some form of toxic shock. Today I showered and noticed a horrible odor and began to clean myself and found brown discharge and a piece of tampon inside of me. I was on my menstrual cycle. Other serious / important medical incident: had to go to urgent.